Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that x-rays show that the plate is fractured. No revision surgery is scheduled at this time.